Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead had high impedance. The rv lead was extracted from the device connector, tested, and re-inserted and impedance levels were within normal limits. The rv lead and device are still in use. No patient complications have been reported as a result of this event.